Event description:
It was reported that a procedure was cancelled due to patient had a cardiac event. Additional information was received that patient was doing well post operatively.

Event description:
It was reported that a procedure was cancelled due to patient had a cardiac event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.